Event description:
Health professional reported, "band and port explanted due to lap-band intolerance and refractory morbid obesity. Switched to sleeve gastrectomy."

Manufacturer narrative:
(B)(4). Allergan has received the product. However, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Intolerance and "refractory morbid obesity" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional information. Device labeling addresses the potential of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of "refractory morbid obesity" as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.